Event description:
Device had been left with the user facility clinical lab from the floor. The device and base are burned. No one was hurt or injured. The device was replaced and requested to be returned for eval.